Manufacturer narrative:
8/20/97-supplemental report #2 submitted to FDA.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument misfired and locked on the tissue. The end of the instrument broke off. No pt injury was reported.